Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed the patient's right ventricular lead was over-sensing non-physiologic events. Programming changes were made. The patient was stable throughout.